Event description:
The patient was seen by the surgeon's office at which time it was discovered that there was no apparent change in the generator pocket. It was reported that device diagnostics were within normal limits. It was reported that the surgeon is not going to do anything.

Event description:
Initially, it was reported that the patient's generator has moved more and more closer to under her arm. It was later reported that the treating neurologist would like the patient to be referred for generator replacement. It was reported that due to the length of time the generator has been implanted that generator replacement should be considered. The surgeon reported that a non-absorbable suture was used to secure the generator to the facia at the time of initial implant. Attempts to obtain additional information have been unsuccessful to date. It is unknown if the surgery is recommended for patient comfort or to preclude a serious injury. Np surgical intervention has occurred to date.